Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1547 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2018, 5fr PICC line trimmed to 43 cm. On (B)(6) the patient developed a swollen arm, doctors did ultrasound nil thrombosis present. It was stated when the infusions were ceased the swelling cleared almost fully very quickly which led the team to believe that the PICC may have developed a leak.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed as the problem was not reproduced and no potential cause was identified during the evaluation. The product returned for evaluation was a 5fr d/l powerpicc catheter. The sample was thickly coated in a fibrous and sticky material, similar to site dressing residue, from the molded joint through the 9cm depth marker. Gross visual evaluation found no damage consistent with a leak site. Microscopic examination of the entire sample likewise found no potential leak site. Functional testing found the lumen associated with the red luer was fully occluded. The purple-luered lumen was patent to infusion and no leaks were encountered. Further examination of the catheter revealed hardened blood products at the distal tip of the catheter and occluded the red-luered lumen. Ultimately, no leakage was encountered during testing of the returned sample, no potential leakage site was observed, and as a result, the complaint was unconfirmed. A lot history review (lhr) of recp1547 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2018, 5fr PICC line trimmed to 43cm. On (B)(6) the patient developed a swollen arm, doctors did ultrasound nil thrombosis present. It was stated when the infusions were ceased the swelling cleared almost fully very quickly which led the team to believe that the PICC may have developed a leak.